Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient programmer (pp) was not working properly as the patient could not turn the stimulation on and when it is turned on, she couldn¿t turn it off. When asked if any trauma/falls could be related to the issue, the patient stated that three years ago, they fell off of their porch and broke her left hip because of her anxiety medication caused her to get dizzy. A couple of months prior to the report, the patient had pain in her hip where the implantable neurostimulator (ins) was implanted which caused her leg to give out and she couldn¿t walk on it. For troubleshooting, the patient put new batteries in her pp; the patient was on program b at 3.6v with the stim off. She turned the stim on and increased it to 4.2v but then turned it back off because she was afraid that she wouldn¿t be able to turn it off again. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since the last phone call, the patient had gotten a cat scan and was awaiting the results. The patient stated that their healthcare provider was talking about reprogramming, moving the leads, or removing the implant. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that pain in the site at the right hip causing weight and unable to walk without assistance, stimulation not turning on and off. The patient reported that she had a CT scan on (B)(6) 2017 and was waiting for the doctor¿s report and appointment. The patient reported that possible reprogramming of the implant may be done. The patient reported that the issue had not been resolved yet, she wasn¿t using the device at the present time and her activity was lowered because of pain. No further complications were reported.